Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring tubing that delivers fluid for the scope wash, was pulled out from the cannula. Reason for the tubing to be pulled out of the cannula is unknown. All components and materials were accounted for, there was no material left in the patient. A second device was used to complete the procedure. There was no delay or harm to the patient reported.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2023. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula tip and c -ring. The clear plastic scope wash tubing was observed to be pulled out from the cannula. The c-ring was observed to be intact with no visual defects. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. The blade and electrodes were observed to be intact, with no visual defects observed. The clear plastic scope wash tubing was observed to be disconnected from inside the cannula. The metal arm was observed to be intact, with no visual defects observed. The c-ring was observed to be intact with no visual defects. Based on the photographic inspection, returned condition of the device, and investigation results, the reported failure "detachment of device or device component" was confirmed. The lot # 3000299337 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.